Event description:
It was reported that during an anterior resection procedure that the first shear was attached as per protocol. A test was attempted using the hand activation buttons, no response from the generator. A second handpiece was tried, again the same result. The instrument was changed for the second shear. This tested normally and the case proceeded. Approximately 15 minutes later, the shear became too stiff to close. Cleaning was attempted, but this made little difference. At this point, we changed the shear for another device and finished the case successfully. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time. Additional lot # c4d15d.